Event description:
The customer was hospitalized for high bgs. It was reported that the pump alarmed during bolus and the infusion set was not changed. Later the family member called and stated that the pt did not change the infusion set. The customer is disconnected from the pump and is on manual injections. It was believed that the cause of the admission is possibly pump related. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed. During the test the customer reported that the lead screw made an over-rotation. The customer tried the same test twice with the same results.